Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed "empty syringe" even at the start of the infusion. There was no patient involvement.

Manufacturer narrative:
Received one device. Customer reported problem with pump display syringe empty at the start of the infusion was verified and duplicated by motor drive test. The problem is caused by motor failure. Found syringe plunger not in place and invalid syringe size alarms from alarm history. Found lcd cable broken; plunger case seal missing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.